Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by door failure. A field service engineer removed the center color and reset and serviced every cable and connection to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.